Event description:
Preoperative diagnosis: right index finger flexor digitorum profundus tendon. Laceration and right thumb laceration. Procedure: on the right index, finger repair of none 2 flexor digitorum profundus tendon, debride skin and subcutaneous tissue and radial digital nerve repair. Followed by right thumb repair of thumb wound and debridement of skin and subcutaneous tissue. Estimated blood loss - 30cc. New brand of tourniquet (stryker - smartpump) intro into or, prior to start of procedure. Difficulty in adjusting cuff (slipping regardless of snug fitting). After tourniquet was turned on-incision was made, surgeon noted increase bleeding (no change in pt's b/p, which remained norm during the entire procedure, no hypertension), bleeding increased-making visualization difficult. Bleeding increased until we changed - over to the zimmer tourniquet. (At surgeon request). Surgery prolonged.